Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient replaced with like devices (catalog number 3503380, left-sided serial number (B)(4), right-sided serial number (B)(4)). On 12/23/2019, the product investigation was completed. Device investigation summary: during evaluation of the device, a rupture was observed in the posterior view measuring approximately 1.5 cm. Leak testing revealed there was leakage from the valve. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Concomitant medical products: 380cc mentor smooth round high profile (catalog #: 3503380, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal on (B)(6) 2019.